Event description:
The sheath was being utilized during a procedure on a pt. The sheath uncoiled and seperated in the pt. The sheath was subsequently removed. According to the reporter, this event occurred with another manufacturer's sheath as well.